Event description:
It was reported that during a gastrectomy procedure about ten minutes after starting to use the device the hand switch on the instrument did not work. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 06/05/2007. Info anticipated, but unavailable at this time.